Event description:
It was reported that bd syringe 10ml ll s/c 200 barrel was cracked. Verbatim: complaint via email. Date of incident (yyyy-mm-dd): (B)(6) 2026. Type of incident/problem: a2. Failure (i.e. While preparing for, in use, after use) level of harm: no apparent harm - reached the patient/person -- inconvenient. Incident details: pt was being prepped for intubation in the ICU. Rocuronium was drawn up into a 10cc syringe. When pt was to receive her dose of roc the side of the syringe was cracked and leaked the medication. Unknown how much was actually given. Procedure: intubation. Device information: device name/description: syringe luer lock tip 10ml. Manufacturer code/model: 302995, serial or lot number: (B)(6), expiry date: 2030-08-30. Supplier/catalogue number: 308-302995, is the device retained? Yes, number of devices: 1, wiped, contained, labelled? Wiped, doubled bagged (if consumable), and labelled as per instructions.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.